Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The usm was tested on an in-house system in normal mode where it triggered error 23138. The usm was also tested on a psc fixture test platform (pftp) where it failed sine cycle with error 23138.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 4 encountered an issue that resulted in it being disabled. The customer attempted to resolve the issue with a power cycle but was unsuccessful and the surgeon opted to disable the usm 4 and proceeded with the three available usms. The technical service engineer (tse) reviewed the system logs and identified an issue with the usm axis 5. The tse requested the customer to call back after the procedure for additional troubleshooting if needed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was identified during the procedure with ports placed. No patient injury occurred due to the issue. The system functionality was not checked upon powering on the system, but the system did power on without any errors. The customer contacted the tse and hard power cycled the system for troubleshooting. The procedure was completed robotically with the same system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. An fse conducted a site visit and replaced the universal surgical manipulator (usm) due to the observed error 23138. Intuitive surgical, inc. (Isi) has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation and if additional information become available.